Event description:
The customer alleged questionable ion selective electrode (ise) results for sodium, potassium, and chloride when testing was performed on the cobas c501 module. The customer stated they had, "a couple incidences" of questionable results. Of the results provided, the sodium and potassium results for one patient were found to be discrepant. Repeat testing was performed both on the same c501 and on another c501 module, serial number (B)(4) (c501 #2). For patient 1, the initial sodium result was 132 mmol/l. This test was performed on an aliquot prepared on the mpa automated preanalytical system. All repeat testing was from the primary tube. Repeat #1 yielded a sodium of 140 mmol/l and was performed on c501 #2. Repeat #2 yielded a sodium of 141 mmol/l and was performed on the original c501. Repeat #3 yielded a sodium of 141 mmol/l and was performed on the original c501. Repeat #4 yielded a sodium of 141 mmol/l and was performed on c501 #2. For patient 1, the initial potassium result was 3.44 mmol/l. This test was performed on an aliquot prepared on the mpa automated preanalytical system. All repeat testing was from the primary tube. Repeat #1 yielded a potassium of 4.14 mmol/l and was performed on c501 #2. Repeat #2: potassium was not tested. Repeat #3 yielded a potassium of 141 mmol/l and was performed on the original c501. Repeat #4 yielded a potassium of 141 mmol/l and was performed on c501 #2. The customer stated the original sodium of 132 mmol/l and the original potassium of 3.44 mmol/l were reported outside the laboratory. A corrected report was issued with sodium = 140 mmol/l and potassium = 4.1 mmol/l. The customer declined to provide any information regarding the patient. It is unknown if the patient was affected by the event. The lot numbers of the sodium and potassium ises were not provided. The field service representative was unable to determine a cause. He inspected the entire ise system, performed calibration and quality control of the ises, and performed a precision study, which was acceptable.

Manufacturer narrative:
A specific root cause was not identified. No device malfunction was identified with the information provided for investigation. The issue may have been caused by a pre-analytical issue at the customer site. The customer is centrifuging sample tubes for 5 minutes. The centrifugation time should be at least 10 minutes. The customer has been advised to follow the tube manufacturer's recommendations for pre- analytic handling. The issue may have also been caused by insufficient analyzer maintenance, but this could not be confirmed due to lack of information. It was also noted the ise electrodes were on board for 35 days. The electrodes should have been replaced prior to reaching 35 days based upon the customer's throughput on these assays and roche recommendations for electrode use. No adverse events were reported.